Manufacturer narrative:
Conclusion:hvad pump (B)(4) and the associated driveline cap were not returned for evaluation; (B)(4) was returned for evaluation. Review of the manufacturing records confirmed that the pump (B)(4) and associated driveline cap met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller (B)(4) in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing and visual inspection. On-site inspection confirmed the reported event and a cleaning procedure was recommended to proactively alleviate potential issues associated with the reported event. A driveline connector cleaning procedure was performed to mitigate the reported conditions. Review of the controller log files revealed 4 low flow alarms have been logged since (B)(6), 2017. 1 vad disconnect alarm was logged on (B)(4) on (B)(6), 2017 at 13:47:56, likely due to the physical disconnection of the driveline from the controller. Based on the information provided, the most probable root cause can be attributed to the incorrect placement of the driveline cap during the tunneling implant process, leading to the contamination of the driveline connector. Additional products: controller - (B)(4) h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: controller - (B)(4). Device available for evaluation? Yes. Device evaluated by manufacturer? Yes. Mfg date: 2017-04-11. Device analysis: controller passed external visual inspection. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: con107036 - controller / catalog number 1403us / expiration date 04/30/2018 di #:di#:(B)(4). Device available for eval: yes, 07/21/2017 device evaluation anticipated, but not yet begun. (B)(4) this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the tunneling implant process, the driveline cap came loose and blood contaminated the inside of the driveline connector. The connector was cleaned with sterile water and two cans of compressed air was used to dry the connection. After a thorough visual inspection, the connection appeared to be clean. There were no alarms once the pump was connected and turned on. On (B)(6) 2017, the pump was stopped twice for a proactive driveline cleaning. During the cleaning, the controller was exchanged due to cross contamination; the pins in the controller were dirty. No patient complications have been reported as a result of this event.